Manufacturer narrative:
(B)(4).

Event description:
A report was received that the physician explanted the patient's lead due to high impedances. During the procedure, when the physician tried to remove the lead he could only remove part of the lead. The physician indicated that the lead was broken prior to the revision procedure.

Manufacturer narrative:
Additional information was received that dislodged electrodes 1-12 were removed from the patient during the explant procedure.

Event description:
A report was received that the physician explanted the patient's lead due to high impedances. During the procedure, when the physician tried to remove the lead he could only remove part of the lead. The physician indicated that the lead was broken prior to the revision procedure.

Manufacturer narrative:
Additional information was received that during the procedure, the wires did not come out of the lead. The physician explanted the lead intact and then broke the lead to retire the anchoring from the lead. This was the reason why the lead was broken. The returned lead was analyzed and the complaint of loss of stimulation due to high impedances has been confirmed. Distal electrodes #1-12 were torn off and not returned. It appears that excessive tensile force was exerted onto the lead and it resulted in the separation of the electrodes. Cables are exposed at the fracture location. The complaint of the lead proximal end being torn apart has been confirmed. Visual inspection revealed proximal contacts #1-#7 were torn off and not returned.

Event description:
A report was received that the physician explanted the patient's lead due to high impedances. During the procedure, when the physician tried to remove the lead he could only remove part of the lead. The physician indicated that the lead was broken prior to the revision procedure.